Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The device had minor scratched display window and cracked case at display window corners.

Event description:
It was reported that the customer has not used his insulin pump and has reverted to pens for insulin due to insulin pump blank display and will not power back on. Customer's blood glucose was 160 mg/dl. Troubleshooting was done. During the troubleshooting, the insulin pump display did not return. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.